Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred during bolus delivery. Customer reportedly cleared the alarm and resumed insulin. Customer reported blood glucose level was in the 400 mg/dl range.